Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated that the batteries were depleted. Replacement batteries were sent to the customer to remedy the problem. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.